Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that the customer went to emergency room and get hospitalized due to high blood glucose level and diabetic ketoacidosis on (B)(6) 2020. Customer's blood glucose level was around 500 mg/dl. Customer had nausea and vomiting. Customer was treated with insulin drip and fluid. Customer was alleging insulin pump for under delivering because customer had second incident of diabetic ketoacidosis hospitalization. Customer was using auto mode. Customer stated that there was no air bubble and leak. The insulin pump will not be returned for analysis.